Manufacturer narrative:
Additional narrative: patient¿s weight, ethnicity and race were not provided for reporting. Date of event is unknown. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient was implanted with universal spinal system (uss) from t10-ilium. All levels had screws placed from t10-ilium except l2 and at that level, the patient had a parallel connector in place that connected two (2) rods on each side. On an unknown date post-operative, the hard rods broke between l2-l3. On (B)(6) 2018, patient underwent a revision surgery due to broken bilateral titanium hard rods that were caudal to the two (2) titanium parallel connectors. During the revision, the surgeon removed all the eighteen (18) uss nuts, eighteen (18) collars, two (2) hard rods and (2) parallel connectors. The surgeon then decided to place new screws at t8 and t9, contoured new rods and connected them to the screws with new uss nuts and collars. There was no surgical delay reported. The procedure was completed successfully and there was no patient consequence. Concomitant devices reported: screws (part#: unknown, lot# unknown, quantity# unknown); titanium parallel connectors (part#: 498.160, lot# unknown, quantity# 2); titanium nuts (part#: 498.003, lot# unknown, quantity# 18); titanium collars (part#: 498.010, lot# unknown, quantity# 18). This report is for one (1) 6.0mm ti hard rod 150mm. This is report 2 of 2 for (B)(4).